Event description:
Baxter (B)(4) received a report that an intermate leaked from the tubing during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the unit confirmed a leak from the tubing. The root cause of the leak was determined to be a cut in the tubing. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Additional information: the exact cause of the cut tubing was not determined. This issue was not escalated to corrective and preventative action (CAPA).